Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision. Symptoms of redness and swelling were noted. The physician believed it was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure.